Manufacturer narrative:
Information not provided since report is from patient. This information was not provided by the reporter. The initial reporter was not able to provide the name of device, catalog number or lot number. Without this information it is not possible to determine the manufacture date, expiration date or UDI of the product that was applicable and used in this reported event. The manufacturing location is an assumption for many of our drapes are produced within this location. It is not possible to know what drape was used. Most drapes are now exempt from a 510(k) but there are some that still require pre-market notification. Effort has been made to obtain additional information and to confirm the type of drape used. However, based on a number of reasonable attempts to date no additional information has been received. End of report.

Event description:
A female customer, age unspecified, had an unknown 3m surgical drape placed on her abdomen prior to robotic surgery in (B)(6) 2017. Skin preparation and drape removal technique were not known. The woman alleged a rash where the drape had touched her skin. She also reported a similar reaction to the "surgical glue" used on the incision. The woman was treated with oral, topical, and injectable steroids. The rash resolved. Note: the female did not know the catalog number of drape or official name but only indicated it was a 3m drape.